Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated that the skin reaction was a probable allergy to the sensor patch adhesive. It was reported that the patient consulted a healthcare professional regarding the skin reaction during a regular visit but no details of any symptoms or medical intervention were provided. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the complaint, the patient visited their healthcare personnel (hcp) for an unrelated dexcom issue. Therefore, this complaint is not a reportable event. Please disregard the initial MDR for 3004753838-2020-32783. No additional patient or event information is available.